Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. In 2005, the patient reported a result of 194 mg/dl. She retested on an accucheck meter and obtained a result of 158 mg//dl. The patient reported that sometime after testing her blood glucose she passed out. It would have been helpful to know the time difference between her blood glucose test and when she passed out. It would be helpful to know what her result was on the medical professional's meter. The patient stated that prior to receiving treatment, she took glucose. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed a control solution test, which passed. This complaint is being reported as an adverse event because the patient alleges her meter was reading inaccurately and she subsequently suffered an apparent hypoglycemic event. A replacement meter has been sent.